Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons were becoming intermittently responsive over a month. The patient confirmed no trauma to the pump or damage to the keypad. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok keypad button was responsive. The up arrow, down arrow and contrast keypad buttons were intermittently unresponsive. The keypad cover was removed and revealed contamination under the contacts of the up arrow, down arrow and contrast buttons.